Manufacturer narrative:
Lot number: this information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacturing date without a lot number.

Event description:
During a trochanteric femoral nailing, the medullary tube broke inside the medullary canal. The surgeon removed approximately 3/4 of the tube but was unable to remove the most distal portion. The surgeon placed the nail and completed the procedure.